Manufacturer narrative:
This device was manufactured in the us and sold in (B)(4). The (B)(4) user facility has no responsibility to file a 3500a. All information provided has been included in this report. Patient information in (B)(4) is generally not available due to confidentiality. Event summary: analysis at the medtronic (B)(4) facility in the netherlands revealed a fractured lead coil.

Event description:
Device did not function properly after scar correction by plastic surgeon. The device was returned to our foreign manufacturer and tested out of specification.